Event description:
Customer called to report a diluent leak inside the coulter lh750 hematology analyzer while running samples. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found that a vent line had disconnected from the pierce needle cartridge. The fse connected the vent line, which resolved the leak issue. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. The root cause of the leak is attributed to the disconnected tubing from the pierce needle cartridge.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).